Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc error alarm. Customer were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that they cannot connect sensor to the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version 5.2b. Retainer ring= black. Case type =ngp. Customer returned pump for alleged pump error 23 and was found on 05 august 2022. Unit passed the displacement and self-test. P-cap was attached and locked in place properly. No unexpected pump error 23 is noted during testing. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alarms/alert/anomalies occurred during testing. P-cap was attached and locked in place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 23 occurred on 08/04/2022 09:59 pm--10:02 pm during event date in history file. This was expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack & force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 23 is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.